Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There was no frozen display noted. The pump passed the displacement test, rewind, and basic occlusion tests. There was no unexpected low reservoir alarm noted. The pump also had a cracked case at the display window corner. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he had a frozen display on the insulin pump. Customer stated that he pressed the esc button and the status screen came up and zipped to the bottom of the screen. Customer stated that it was like the act button got stuck. Customer stated that he has a low reservoir alarm that he is unable to clear because the esc and act buttons are not responding. Customer stated that the time did advance on the pump. Troubleshooting was performed but the keypad was not working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the active insulin from shots and pens will not be included in the estimate provided by the bolus wizard. Customer was also advised to contact his health care professional or urgent care for assistance with a back-up plan.